Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture baker grade IV and double capsule.

Event description:
Physician reported capsular contracture baker grade IV and double capsule. The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: total encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
This record is for an unknown side.